Event description:
A cartridge change error was reported with the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer service guided the caller to inspect and clean the pump, attempt to load a new cartridge, and when the issue persisted, they arranged for a pump replacement as the pump was out of warranty. The caller opted not to receive goodwill cartridges and mentioned seeking assistance from a healthcare provider for backup therapy.